Event description:
It was reported that as the technologist was setting up the room the c-arm rotated uncommanded. No injury reported. A field engineer was dispatched to the site and it was determined that the c-arm switches needed to be replaced. Once this was completed the system was working as intended.